Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR.: promus premier ous mr 38 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found damage to proximal stent rows 1-2 and to distal stent rows 1-2 with stent struts lifted from the stent profile. The crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 38 x 3.00 promus premier stent was selected for use. However, during unpacking, it was noted that both ends of the stent were flared. The device was replaced and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. A 38 x 3.00 promus premier stent was selected for use. However, during unpacking, it was noted that both ends of the stent were flared. The device was replaced and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.